Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cut on the cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6, h11. Based on the results of the investigation: a definitive root cause could not be identified for the leaking buttons. The IFU (instructions for use) were inadvertently documented in the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaking buttons. Based on the results of the investigation, it is likely the following led to the malfunction: leaking cable, cable to be replaced. The event can be prevented by following the instructions for use which state: each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. Do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. Do not inflict strong impact on the camera head part and the video connector with the electrical contacts. When you bundle the camera cable, coil up without twisting it. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. When you straighten the cable, do not pull at it but slowly uncoil the loops. Pulling at the cable may break the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a cut on the cable. There were no reports of patient harm.